Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect stat troponin-I on the architect i1000sr, serial # (B)(6). Service observed the valve, manifold kit (rohs) was leaking when troubleshooting the issue. The valve, manifold kit (rohs) was deemed the likely cause and the part was replaced to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, the valve, manifold kit (rohs), or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the valve, manifold kit (rohs) or the architect i1000sr, serial # (B)(6), was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I result generated on the architect i1000sr processing module for a patient. The sample was repeated on another instrument and the result was within the normal range. The following data was provided: customer¿s normal range: </= 0.03 ng/ml. (B)(6) 2024 sid (B)(6). Initial result = 0.76 ng/ml, repeat result (on another instrument) = 0.01 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I result generated on the architect i1000sr processing module for a patient. The sample was repeated on another instrument and the result was within the normal range. The following data was provided: customer¿s normal range: </= 0.03 ng/ml (B)(6) 2024 sid (B)(6) initial result =(B)(6), repeat result (on another instrument) = 0.01 ng/ml there was no impact to patient management reported.